Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient, (B)(6), male, underwent a ventricular tachycardia ablation procedure with a smart touch unidirectional, suffered a cerebrovascular accident which required intervention and extended hospitalization(2 additional days). The catheter was present in the patient's aorta & physician was attempting to cross the aortic valve, into the left ventricle. During this time the patient experienced weakness in his extremities and face. The stroke protocol was activated by the physician. Upon removal of the device & completion of the ablation, the patient was conscious. The catheters were removed immediately and the patient was monitored by neurology and radiology. The patient was reported to be in stable condition. The physician's opinion regarding the cause of this adverse event is that this is procedure related due to manipulation of the catheter and that the stroke was likely caused by debris from the bicuspid aortic valve. No ablation had occurred prior to the stroke. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.